Event description:
Tandem insulin pump infusion sets continue to not infuse insulin into patient in dose entered. Twenty hours after installing new insulin cartridge and new infusion set blood sugar climbed to 270 after a meal with 9 units selected. This is a meal I have repeatedly eaten when using 8 units for identical meal. I have used a medtronics pump for twelve years with very rare problems with insulin not being infused properly. I recently changed to the tandem insulin pump and have repeatedly have had problem with three different models of their infusion sets. I have tried their 90 deg, tru steel and have had to deal with very high blood glucose levels after a meal. I love their pump but the three infusion set I have tried are do not consistently work.. I have maintained very tight control of my blood sugar (never had a1c above 6.2 in 32 years) but cannot properly manage my blood sugar with these infusion sets. A possible problem is the I am very lean (5¿ 11¿¿, (B)(6) lb) but I did not have these issues with medtronics infusion sets. Now that I have switched to tandem, u am not sure what option I have. FDA safety report ID # (B)(4).